Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported, in an article, that a patient underwent a total vaginal hysterectomy and a procedure to treat pelvic organ prolapse on (B)(6) 2011 and mesh was implanted. 24 months post procedure the patient experienced an erosion of 2*1cm at the anterior vaginal wall and 1*1cm at the middle of the posterior wall. Mesh was exposed at the right middle part of the vagina. The patient was treated with estrogen application and subsequent mesh removal. The patient's current condition includes no sexual life and urine is not complete. Additional information was not provided.